Event description:
Patient reported that immediately after injection with juvederm voluma xc in the cheeks, nasolabial folds and along the jaw line, the patient noticed red marks along the injection lines. Patient was told to ice the area at that time. Four days later, the injection sites "looked like magenta pin pricks." Patient returned to the injecting office, at which point the healthcare professional clarified the "magenta pin pricks" as bruising. Patient was treated with oral arnica montana, hydrocortisone cream, polysporin cream and a heating pad. Patient reported that all symptoms have resolved.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Medwatch sent to FDA on 03/03/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "red marks" and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.